Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 100ml cath tip had foreign matter. The following information was provided by the initial reporter: it was reported that syringes are contaminated. 4 syringes (3 visibly contaminated), 3 syringes ( no big visible clumps), 5 syringes ( 1 visibly contaminated), 5 syringes ( 2 visibly contaminated), 5 syringes ( 2 visibly contaminated), used syringe (not visibly contaminated) & 4 syringes contaminated.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that multiple syringes were found contaminated. No physical samples were provided. One photograph was received showing a single syringe filled with a clear liquid containing a brown particle., verifying the reported concern. The particle appears irregular in shape and seems to be adhered to the inner wall of the syringe barrel. Manufacturing of this product is performed in a cleanroom environment maintained under positive pressure to reduce the risk of foreign matter. Machines undergo routine cleaning and maintenance and products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. As the lot involved in this incident is unknown, a device history review could not be performed. Without the physical sample, the composition of the observed particle cannot be confirmed, and the exact origin cannot be determined at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.